Manufacturer narrative:
(B)(4). A correlation between the device and the reported sepsis and driveline infection could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted for a chronic driveline infection which had progressed to sepsis. The patient was placed on palliative care. No further information was provided.